Event description:
It was reported that several days after a CT guided renal cryoablation case, the pt was seen at the doctor's office with a bulge in the rib cage and nerve damage. The pt was then referred to a neurologist and diagnosed with an intercostal nerve injury.

Manufacturer narrative:
This type of event is rare. Galil medical will continue to monitor events of this type. The reported bulge noted by the physician is related to the intercostal nerve injury and subsequent loss of innervation of the muscle surrounding this area. This event may be an anticipated adverse event associated with cryoablation as listed in the system instructions for use, "paresthesia."